Event description:
A remstar auto device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted an error code e053 (err_comp_log_sem_timeout) and found contamination from dust. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
In previously submitted report contact office in box g was incorrect. In this report contact office in box g has been updated/corrected.